Event description:
Customer requested that the unit be exchanged because of reported intermittent problem of inaccurate delivery with the first bag of the day to be compounded. This was based on refractive index readings. Examples of solutions were provided by the customer to product services, but not the refractive index readings. The unit has been sent to product services for evaluation. Clintec professional services contacted the customer to discuss the customer's use of refractive index as a quantitative, rather than a qualitative, tool. The customer remained convinced that the facility's long-time use of refractive index techniques were very valuable and accurate. There was not pt involvement in that solutions rejected on the basis refractive index were not used.